Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the 4g internal cell module isn't working. As this module isn't working, the device is unable to connect to send data. There was no patient involvement thus no impact.